Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarm frequently. Customer cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer said the internal power source was unable to charge. Customer has not previously called to report power error detected. The pump is operating on the aa battery only. Customer said the insulin pump was not exposed to a temperature below 41 fahrenheit. The insulin pump will be returning for analysis.

Manufacturer narrative:
Power management tool shows that the backup battery loaded voltage (loaded vlith) and unloaded voltage (ul vlith) are within spec range. Pump received with normal operating currents. No unexpected low battery alarm during testing. No unexpected pump error anomaly noted during testing. Pump error 38, a motor rewind function anomaly, was noted and confirmed during testing. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38. Motor was tested out of the device, no unexpected motor errors detected during motor test. Motor anomaly was isolated to motor vcc circuit.